Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por) and set itself to a vvi pacing mode with 8 volts output. It was also noted that due to high ventricular pacing the battery longevity decreased and the patient did not hear alert tones. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.